Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same cases as: 2134265-2015-08951. It was reported that a rotawire detachment occurred. The 20mm in length, 2.5mm to 3.0mm vessel diameter, 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus and a 330cm rotawire were used for treatment. During procedure, the burr was advanced through a non bsc guide catheter, which was observed to be not coaxial. It was then noted that the burr was unable to proceed near the ostium and was unable to be inserted to the spring tip of the rotawire. Noise was also observed and the rotawire had a flexure near the ostium of the lad. The physician then decided to cancel the procedure. Subsequently, when the rotawire was removed from the patient's body, it was noted that the rotawire shaft was broken near the ostium. The rotawire was attempted to be removed with no success, thus the patient was sent for surgery to removed the detached rotawire. There were no further patient complications reported and the patient's condition was stable.